Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient claimed that the ins is heating up and it feels warm. The caller stated that the md had already evaluated the pocket and the pocket is healing well and is not infected. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services specialist (tss) reviewed information about battery usage and temp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.